Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple intermittent ¿issues¿ with the control iq software that resulted in low blood glucose (bg) levels (specific bg value was not provided). Reportedly, a replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.